Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire selection incorrect, incorrect anatomy. The product was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that emboshield nav6 embolic protection system electronic instruction for use (IFU) states: the emboshield nav6 rapid exchange (rx) embolic protection system (eps) is a temporary percutaneous transluminal filtration system designed to capture embolic material released during angioplasty and stent procedures within carotid arteries. Additionally, the IFU states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous and heavily calcified right superficial femoral artery. A 190 cm emboshield nav6 embolic protection system was used with a non-abbott guide wire instead of the barewire. During removal, only the guide wire and the retrieval catheter were pulled out. The filtration element remained inside the anatomy and there was no attempt to retrieve it. No resistance was felt during the procedure nor during removal. An unspecified stent was implanted to complete the procedure. There was no adverse patient sequela reported. No additional information was provided.